Manufacturer narrative:
Per tandem¿s user guide: ¿always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected. Reportedly, the customer felt that the connection became undone due to use error. Blood glucose was 143 mg/dl. Reportedly, the customer reconnected the luer lock connection and resumed insulin delivery.